Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media rewind anomaly and low battery alert less than 1 week. Customer's blood glucose level was unknown. Customer advised the piston would give them trouble. Customer declined to troubleshoot and advised they upgraded to a new insulin pump. The insulin pump will not be returned for analysis.